Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Functional check was performed and the device did not retain the suture. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the instruments were not able to regain the sutures. No patient involvement, consequence, or further information has been reported.